Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range pacing lead impedance measurements greater than 2,000 ohms detected via the patient remote monitoring system. It was noted that impedances continued to rise from about 800 ohms till it became out of range. No substantial information was received from the field representative regarding this issue. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.